Manufacturer narrative:
Due to the missing product information (e.g. Serial number/delivery note batch), we were unable to trace the production data of affected product. We can assure you that all our products are manufactured by qualified staff and individually tested before they are placed on the market. An investigation was not possible because the product is not available. The revision of the valve still has not yet taken place. Regarding similar complaints where we could examine the products, we could determine that the most frequent cause for a deterioration in the function of the product are deposits caused by natural substances in the cerebrospinal fluid, e.g. Protein, blood or tissue particles. These are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve if aggregated in the valve. A final clarification of the cause what has led to non- adjustability is only possible by an examination. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.

Event description:
It was reported that a progav 2.0 (part# unknown) was implanted in 2023. According to the complainant the valve was unable to adjust. Additional information has been requested but not yet provided. At the time of the submission, it was stated that the valve will not be revised. The case is therefore closed for the time being.